Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) reported the reason for the revision on (B)(6) 2019 was for a suspected catheter migration. It was noted the hcp suspected suture or anchor issue. It was noted that the revision on (B)(6) 2020 resolved the catheter migration and the spinal headache. It was noted the patient was doing well and there is no current device issue. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type :catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020, regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was not specified. It was reported that the patient had a catheter revision on (B)(6) 2019 and later experienced a severe spinal headache. The patient had a dye study on (B)(6) 2020 which showed that the catheter had migrated down two vertebral bodies and per the radiology tech, the anchor was not secure. The catheter was confirmed to be patent. The patient was having a catheter revision on (B)(6) 2020. The issue was unresolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.